Event description:
As reported via the edwards clinical specialist, the patient developed 3rd degree heart block post successful deployment of edwards sapien valve via a trans-apical approach. Post implant trans esophageal echo (tee) revealed zero pvl and zero central ai. Epicardial atrial and ventricular pacing wires were placed, but showed poor thresholds. A third epicardial wire was placed, also resulting in high unacceptable thresholds. The intra procedural temporary pacing wire was then utilized as the primary temporary pacemaker. After some discussion it was determined to implant a permanent pacemaker (ppm) while the patient was still intubated and in the o.r. A ppm was immediately implanted while the left subclavian area was already exposed and the patient was still under anesthesia in stable condition. The apex was closed in the usual surgical fashion. The patient was transferred to ICU post successful ppm implant in stable condition.

Manufacturer narrative:
The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported complete heart block cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities could have contributed to the event. No additional actions are possible at this time.